Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted insulet regarding a recall campaign after receiving notification of a potentially impacted pod. During the initial call, the patient reported a blood glucose level of approximately 699 mg/dl and stated medical attention was needed. The call was disconnected before additional information could be obtained, as the patient was at work and needed to leave. As a result, device wear status, alarms, pod condition, treatment, diagnosis, and device identifiers were initially unavailable. Follow-up outreach was later completed. The patient reported wearing the omnipod system at the time of the event and alleged the event was related to the device. The patient reported inconsistent glucose readings, with a sensor value of approximately 299 mg/dl and a fingerstick value of approximately 699 mg/dl. The patient reported seeking medical attention on (B)(6) 2026, and being hospitalized for four days, with discharge on (B)(6) 2026. The patient reported feeling unwell prior to hospitalization but did not identify specific symptoms. Reported diagnoses included hyperglycemia, covid-19, and sepsis. Treatment details were unavailable, as the patient was unable to recall this information. The pod used during the event was reported as discarded and was not available for evaluation. Device identifiers, pod lot information, alarm history, pod function checks, and site assessments could not be confirmed due to incomplete information provided during the initial contact and limited recall during follow-up. Dexcom was notified of the event on april 21, 2026.